Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #200209821 was opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8600 unit- error code 610-7070. Customer steve called in for help on 8600 unit audio ID. Get error code when 610-7070 which the camero went out on the unit will need to be replace once replace if that does not resolve the issue then you will have to replace the logic board on the unit. Confirm both part numbers and confirm price quote for level one and level two repair.